Event description:
It was reported that patient underwent a procedure utilizing intramedullary bone saw cam assemblies on (B) (6) 2010. During the procedure, the size 15mm and 16mm bone saw blades could not be inserted into the bone saw cam assemblies successfully. There was a delay of greater than thirty minutes to the procedure as a result.

Event description:
It was reported that patient underwent a procedure utilizing intramedullary bone saw cam assemblies on (B)(6) 2010. During the procedure, the size 15mm and 16mm bone saw blades could not be inserted into the bone saw cam assemblies successfully. There was a delay of greater than thirty minutes to the procedure as a result.

Manufacturer narrative:
Further review determined the part was errantly reported as there was no positive material identified. (B)(4)

Manufacturer narrative:
Visual examination of the device found positive material in the inside diameter that would prevent the bone saw blade assembly from being successfully inserted in the cam assembly, therefore not allowing the two components to work together.